Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose (bg) level during the first event; current bg level was 91 mg/dl. The cartridge was reloaded resolving the current cartridge alarm. The customer declined checking their pump history to identify the type of cartridge alarm received.